Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was corroded and the speed was unstable and the insulation of the cable was damaged (no exposed wires). The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing on an unknown date a repair quotation was requested. There has been no report of harm or delay. No follow up response from the customer. Diligence is complete. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction.